Manufacturer narrative:
The insulin pump was received with cracked case at display window corners, reservoir tube lip, minor scratched, cracked display window, and protruded/loose drive support disk.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the drive support cap of the customer's insulin pump is protruded. Customer's blood glucose level at the time 135mg/dl. Troubleshooting occurred. Advised to discontinue use of the insulin pump. No additional information was provided.